Event description:
It was reported that the insulin pump had an unresponsive keypad and gave a constant tone. The blood glucose reading was 152 mg/dl. The customer stated that the keypad had numbers scrolling. She also noted that she was wearing the device in her shorts with the keypad facing the body. She had already removed the battery from the insulin pump, and the tone stopped. The device experienced an unexpected restart, and the alarm was cleared successfully. The customer performed a self test, which the insulin pump passed. Unable to troubleshoot the alarms in the device history due to scrolling numbers. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test, operating currents, self test, off now power test and unexpected restart error test. The insulin pump was monitored and no error alarms were noted. No audio or beep anomaly and no constant tone was noted during testing. No blank display was noted. The insulin pump had intermittent button response due to corroded keypad traces. No number scrolling anomaly was noted. The insulin pump was received with minor scratches on the display window, a cracked case at display window corners, and a cracked reservoir tube lip.